Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the vision side cart (vsc) and surgeon side console (ssc) common computer controller (ccc) to resolve the issue. The vsc ccc was returned for failure analysis and upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed on the known good in-house and tower monitor did not show full display. Performed bench testing on this ccc and confirmed that ccc was bricked. The ssc ccc was returned for failure analysis and was visually inspected, where no damage was found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where issues the ssc was found to be unresponsive with the ergo adjustments not working. This issue pointed towards a bricked ccc. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the tegra module within the bricked vsc ccc. Additionally, the ssc ccc was also bricked, which further contributed to the reported event.

Event description:
It was reported that prior to starting a da vinci¿assisted appendectomy procedure, the system was not communicating during case setup. The customer stated that the robot touchpad displayed the error message of connection process. The customer powered down the system, reseated the blue fiber cables, and powered the system back on; however, the issue persisted. The technical support engineer (tse) attempted to view logs, but no data was reporting at that time. The tse instructed the customer to perform a hard power cycle of the entire system and reseat the fiber cables. The customer attempted this and reported that when pressing the power button on the tower, the other two components powered on but the system did not fully boot up. The customer also reported that a power surge had occurred earlier that day. The tse then instructed the customer to power down the system, disconnect the blue fiber cable from the robot, power on the tower and console, and then power on the robot in standalone mode. The carts powered on and displayed the intuitive logo. The tse then instructed the customer to reconnect the blue fiber cable at the robot; however, communication between the components was not established. The procedure was aborted with no report of patient involvement or patient injury.